Event description:
Boston scientific crm received info that this single-chamber pacemaker and dextrus right ventricular lead exhibited pocket erosion. In a revision procedure both products were explanted. The date of explant was not provided. It is unclear if the event date is when the erosion was discovered or the date the system was removed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.